Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal ). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 32-year-old female patient who had essure (batch no. 740659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff denies undergoing an essure confirmation test". The patient's previously administered products included for an unreported indication: ortho tri-cylen. Concurrent conditions included hypothyroidism, sleep apnea and epileptic seizure. Concomitant products included omeprazole for gastroesophageal reflux disease, iron for iron deficiency anemia, sumatriptan (imitrex) for migraine with aura, citalopram hydrobromide (celexa) for mixed anxiety and depressive disorder, naproxen for tendonitis as well as clonazepam since (B)(6) 2017, fluoxetine from 2015 to 2018, levothyroxine, levothyroxine sodium (synthroid) since 2008, sertraline (zoloft) from 2015 to 2017, sucralfate since 2014, sumatriptan and topiramate from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amenorrhoea ("hormonal changes: amenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dermatitis ("rashes or skin conditions: acute dermatitis;"), dysuria ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic mass ("tumor / teratoma / cancer: benign masses on uterus and both fallopian tubes discovered during hysterectomy") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), hypochromic anaemia ("blood or heart disorder/condition: microcytic hypochomic anemia") and chest pain ("chest pain"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, amenorrhoea, vaginal haemorrhage, menorrhagia, dermatitis, dysuria, migraine, headache, hypochromic anaemia, dysmenorrhoea, dyspareunia, pelvic mass, alopecia and chest pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amenorrhoea, chest pain, dermatitis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, headache, hypochromic anaemia, menorrhagia, migraine, pelvic mass, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff claimed: most if not all symptoms decreased soon after removal. Discrepancy in insertion date: previously reported: (B)(6) 2018. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs received. New reporters and reporter information added. Plaintiff demography added. Concomitant drugs and concomitant condition added. Product indication and lot no. Added. Events added: " amenorrhea; abnormal bleeding (vaginal, menorrhagia), acute dermatitis; dysuria, migraines / headaches, microcytic hypochomic anemia; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); tumor / teratoma / cancer: benign masses; hair loss, chest pain, plantiff denies undergoing an essure confirmation test " were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 32-year-old female patient who had essure (batch no. 740659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff denies undergoing an essure confirmation test". The patient's previously administered products included for an unreported indication: ortho tri-cylen. Concurrent conditions included hypothyroidism, sleep apnea and epileptic seizure. Concomitant products included omeprazole for gastroesophageal reflux disease, iron for iron deficiency anemia, sumatriptan (imitrex) for migraine with aura, citalopram hydrobromide (celexa) for mixed anxiety and depressive disorder, naproxen for tendonitis as well as clonazepam since (B)(6) 2017, fluoxetine from 2015 to 2018, levothyroxine, levothyroxine sodium (synthroid) since 2008, sertraline (zoloft) from 2015 to 2017, sucralfate since 2014, sumatriptan and topiramate from may 2017 to july 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amenorrhoea ("hormonal changes: amenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dermatitis ("rashes or skin conditions: acute dermatitis;"), dysuria ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), benign uterine neoplasm ("tumor / teratoma / cancer: benign masses on uterus and both fallopian tubes discovered during hysterectomy"), benign fallopian tube neoplasm ("tumor / teratoma / cancer: benign masses on uterus and both fallopian tubes discovered during hysterectomy") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), hypochromic anaemia ("blood or heart disorder/condition: microcytic hypochomic anemia") and chest pain ("chest pain"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, amenorrhoea, vaginal haemorrhage, menorrhagia, dermatitis, dysuria, migraine, headache, hypochromic anaemia, dysmenorrhoea, dyspareunia, benign uterine neoplasm, benign fallopian tube neoplasm, alopecia and chest pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amenorrhoea, benign fallopian tube neoplasm, benign uterine neoplasm, chest pain, dermatitis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, headache, hypochromic anaemia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff claimed: most if not all symptoms decreased soon after removal. Discrepancy in insertion date: previously reported: (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 32-year-old female patient who had essure (batch no. 740659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's previously administered products included for an unreported indication: ortho tri-cylen. Concurrent conditions included hypothyroidism, sleep apnea and epileptic seizure. Concomitant products included omeprazole for gastroesophageal reflux disease, iron for iron deficiency anemia, sumatriptan (imitrex) for migraine with aura, citalopram hydrobromide (celexa) for mixed anxiety and depressive disorder, naproxen for tendonitis as well as clonazepam since (B)(6) 2017, fluoxetine from 2015 to 2018, levothyroxine, levothyroxine sodium (synthroid) since 2008, sertraline (zoloft) from 2015 to 2017, sucralfate since 2014, sumatriptan and topiramate from (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amenorrhoea ("hormonal changes: amenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dermatitis ("rashes or skin conditions: acute dermatitis;"), dysuria ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), benign uterine neoplasm ("tumor / teratoma / cancer: benign masses on uterus and both fallopian tubes discovered during hysterectomy"), benign fallopian tube neoplasm ("tumor / teratoma / cancer: benign masses on uterus and both fallopian tubes discovered during hysterectomy") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), hypochromic anaemia ("blood or heart disorder/condition: microcytic hypochromic anemia") and chest pain ("chest pain"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, amenorrhoea, vaginal haemorrhage, menorrhagia, dermatitis, dysuria, migraine, headache, hypochromic anaemia, dysmenorrhoea, dyspareunia, benign uterine neoplasm, benign fallopian tube neoplasm, alopecia and chest pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amenorrhoea, benign uterine neoplasm, chest pain, dermatitis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, headache, hypochromic anaemia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff claimed: most if not all symptoms decreased soon after removal. Discrepancy in insertion date: previously reported: (B)(6) 2018. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 12-sep-2018: coding correction - event "tumor / teratoma / cancer: benign masses on uterus and both fallopian tubes discovered during hysterectomy" was splited as tumor / teratoma / cancer: benign masses on uterus discovered during hysterectomy and tumor / teratoma / cancer: benign masses on fallopian tubes (multiple concepts). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.